Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call issues with sensor reading. The customer's blood glucose was 50mg/dl at the time of call. It was reported calibration questions. Advised calibration to be done three to four times a day to prevent insulin pump from alarming and this would improve sensor reading. Advised to call the healthcare professional to check current setting. Customer treated the low blood glucose with carbohydrate. The insulin pump will not be returned for analysis.